Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that high blood glucose has been experienced of 419 mg/dl and was hospitalized with diabetic ketoacidosis. At the time of the call, the customer's blood glucose level was 206 mg/dl. Troubleshooting found that the customer received a motor error and an unexplained alarm. The customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error noted during basic occlusion test and was unable to prime during prime test due to protruded drive support disk; unable to complete functional testing including occlusion test due to motor error alarm. However, the motor was tested outside the device and passed. All operating currents are within specification and no unexpected low battery or off no power alarms noted. The insulin pump passed off no power test, self test, a21 error test, displacement test, rewind and excessive no delivery alarm test. The insulin pump had minor scratched lcd window, cracked reservoir tube lip, broken belt clip slot and cracked battery tube threads.